Event description:
An ophthalmic surgeon reported that the vitreous cutter did not work during the vitrectomy portion of a combined cataract vitrectomy procedure. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
The finished good lot number was not provided for evaluation; therefore, the device history record could not be reviewed. Visual inspection determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable. An action has been initiated to determine a root cause and implement appropriate corrective action for complaints of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).